Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device had a hole. An angiojet® solent¿ omni thrombectomy catheter was used for a deep vein thrombosis (dvt) thrombectomy procedure. The device was used for approximately 240 seconds when a small hole was noticed in the working part of the catheter. The catheter was leaking and spraying all over the room as it was pulled out of the sheath. The procedure was completed with this device. No patient complications were reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device and 400ml of blood in the attached waste bag. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and into thrombectomy mode. The device ran within normal range without any errors or alarms; however, the catheter leaked from four locations in the proximal shaft and the hub also leaked. The catheter shaft and hub were microscopically inspected and it was revealed that there were 4 holes in the proximal shaft 32cm, 33.5cm, 39cm and 39.2cm distal of the strain relief. The hub was also inspected and it was found to be cracked near the stopcock. Because there was no evidence of any product quality deficiencies, it was considered likely that the cracked hub was attributable to handling of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the device had a hole. An angiojet solent omni thrombectomy catheter was used for a deep vein thrombosis (dvt) thrombectomy procedure. The device was used for approximately 240 seconds when a small hole was noticed in the working part of the catheter. The catheter was leaking and spraying all over the room as it was pulled out of the sheath. The procedure was completed with this device. No patient complications were reported and the patient was fine post procedure.